Manufacturer narrative:
The investigation determined that higher than expected vitros na+ results were obtained on a vitros 5600 integrated chemistry system when processing a non-vitros quality control fluid. The most likely assignable cause of the higher than expected vitros na+ results is a sub-optimal calibration event that occurred on (B)(6) 2017. Following recalibration with a new set of calibrator kit 2 fluids on (B)(6) 2017, the customer¿s calibrator parameters compared well to the expected values and subsequent qc results were within range. A definitive assignable cause for the sub-optimal calibration could not be determined. A reconstitution error when preparing the calibrator kit cannot be ruled out or confirmed as the cause of the suboptimal calibration. The investigation found no indication the vitros 5600 integrated system or vitros na+ slide lot 4212-0976-2592 contributed to the event.

Event description:
A customer obtained higher than expected vitros na+ results when testing a non-vitros quality control fluid on a vitros 5600 integrated chemistry system. Biorad l1 lot 47901 vitros na+ results 152.6 and 152.5 mmol/l versus the expected na+ result 115.7 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros na+ results were obtained when processing a quality control fluid. No patient results were affected. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. (B)(4). This report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved.